Event description:
It was reported that a spectrum pump failed the downstream (distal) occlusion sensor test with values of 19.95 psi (pounds per square inch) and 21.11 psi. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "pump failed downstream (distal) occlusion sensor test with values of 19.95 psi and 21.11 psi" was unable to be reproduced. The device was tested for downstream occlusion for high medium and low pressure with passing results. The reported condition was verified. The cause of the condition was determined to be the tubing guide set up was out of adjustment. The device will be sent for downstream tubing guide adjustment to address this issue. A service history review revealed the device was previously returned for the same issue two months prior however no component issue was identified during prior return. All required service activities were completed at that time. Should additional relevant information become available, a supplemental report will be submitted.